Event description:
The facility representative reported a fail code 703. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.